Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant broke. There is no information provided as to when this occurred or if the broken pieces were removed from the patient. No information provided regarding a backup device or the need for additional bone holes to be drilled.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Device investigation narrative - visual assessment of sample showed the anchor and stay suture are free from the inserter and were not returned for evaluation. The inner shaft is dramatically bent. The condition of the device indicates that axial alignment was not maintained during insertion. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Further investigation is not warranted at this time. (B)(4).